Event description:
It was reported that pump experienced malfunction alarm with code displayed on screen, although no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully performed reset without recurrence of malfunction code; customer was advised to continue using pump and to call back if issue happened again, and acknowledged these instructions.